Manufacturer narrative:
(B)(4). Baxter received and evaluated the device, which was found out of specification in relation to system error 105. The eval confirmed and reproduced the reported symptom system error 105, which was caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any pt involvement, injury, or med intervention.